Event description:
1 of 2 reports. Other mfg report number: 3013886523-2025-00106. A facility reported a hakim valve (ID (B)(6)) and a bactiseal catheter (ID (B)(6)) were implanted on (B)(6) 2025. On (B)(6) 2025, the patient had fever and was tested with csf (cerebro-spinal fluid) positive. The patient received anti-infective therapy. On (B)(6) 2025, the physician conducted a revision procedure and implanted a new hakim valve (ID (B)(6)) and a new bactiseal catheter (ID (B)(6)). The patient is stable.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The bactiseal catheter (ID 823072) was not returned for evaluation (as per customer, product not available); therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause(s) of the reported issue could not be determined; however, the possible root cause for the ¿the patient got fever¿ reported by the customer, could be linked to the patient and hospital surroundings. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed. Note: the initial report was sent with an incorrect regulatory awareness date of 4/26/2025. The correct regulatory awareness date is 5/6/2025.

Event description:
Na.